Event description:
"Caller alleged imprecision with inratio meter. Results as follows": inratio = 6.2, 5.6, 4.8 from different fingers/hands. All tests conducted within 15 minutes. Therapeutic range = 2-3.

Manufacturer narrative:
Investigation: inratio precision data provided by end-user lot: date (B)(6) 2012. First inr = 6.2, second inr = 5.6, third inr = 4.8, mean = 5.53, sd = 0.70, %cv = (B)(4). Since % cv is less than (B)(4), inratio meter results pass the criteria for precision. No further testing is required at this time. In-house therapeutic donor testing has been performed on reported lot 282258 on (B)(4) 2012. Results as follows: (B)(4). No further investigation is necessary. Conclusion: analysis was expected to be returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. (B)(4). No corrective action required at this time as no product deficiency was established.